Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon could not perform the instrument arm swapping function from surgeon side side (ssc) 2. The surgeon moved to ssc 1 to continue with the operation. The procedure was converted to another da vinci surgical system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the initial reporter confirmed that the procedure was completed robotically with ssc 1.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue, and the fse replaced the footrest pedal assembly to correct the reported problem. The system was tested and verified as ready for use. Isi has requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The footrest was analyzed. During in-house failure analysis, the footrest was installed into the printed circuit assembly (pca) xi system and the swap pedal did not function. The pedal was very moist when pressed. The visual inspection showed the chassis was corroded/damaged.

Event description:
Refer to h10/h11 for follow-up information.